Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) and over-sensed noisy signals. The physician elected to surgically cap and abandon this lead. A new replacement rv lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse effects reported. This rv lead remains implanted, but capped and out-of-service.